Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension and bradycardia. Time of symptoms/ae: after the procedure. It was reported that one day post right internal carotid artery stenting, the pt experienced bradycardia and hypotension. Antihypertensive medication was held. The condition was reported as continuing improved and the pt was discharged to home in 2007. Though requested, no add'l info available.